Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm was discovered in the alarm logs. The flow sensors were calibrated proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate in pressure mode. There was no report of patient involvement.